Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008 - patient underwent repair of a hernia defect with composix kugel. On (B)(6) 2011 - the patient underwent surgery to explant the composix kugel mesh. The mesh was reported to have migrated causing a small bowel obstruction and had become entwined with the small intestine. The attorney alleges the patient has suffered and will continue to suffer physician pain and harm. The patient was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter multiple times to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The attorney alleges the mesh migrated however medical records have not been provided at this time. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.